Event description:
The pt reportedly fell asleep with the charger directly on the skin for two hours. When they woke up, the charger was hot and was removed. The skin at the charging site bothered pt while sleeping that night. They woke up the next morning and noticed a burn on their skin. In 2004, an ab rep and the physician assistant met with the pt and spouse to examine the burn. The spouse reportedly stated that there were areas "blistered like a burn". The physician assistant agreed that it might be a burn, however he could not see the blisters, they had healed. The physician examined the pt 4 days later and thought that the blemish was a burn caused by something external to the skin. A new charger was sent to the pt. The following month the pt reportedly was still experiencing blistering and skin irritation was a result of charging. The pt was advised on alternate charging positions and a new daily charging cycle. 15 days later the pt reported that the charge site is completely healed and their new charger is not getting hot.